Event description:
Customer reported the voicemate system started smoking and eventually caught on fire after being plugged into an outlet in the wall. The ac adapter is now melted and fused into the back of the voicemate. Customer reported no symptoms, no adverse event reported. Requested return of device, replacement sent.